Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was hospitalized for high blood glucose of 550 mg/dl. Customer also stated the bolus wizard was not calculating correctly for her blood glucose only carbohydrates. Customer stated she was at a drug store and was informed she didn't look good so paramedics were called. Customer declined troubleshooting and wanted the device replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.